Event description:
Hosp staff responded to a cardiac arrest, a physician responded to the code. 2 shocks were delivered to the pt with hard paddles. Following the second shock the device service light came on and the device would not operate correctly. The code team retrieved a back up device and continued care to the pt. The pt was resuscitated, the reporter stated there were no adverse affects to the pt as a result of device operation.